Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: flexibility adjustment ring has a scratch. Grip has a scratch. Air/water cylinder has no color. Suction cylinder has no color. Right/left knob has a scratch. Up/down knob has a scratch. Scope connection cover unit has a scratch. Scope connector has a scratch. Electrical connector has corrosion due to water leakage. Plate has corrosion due to water leakage. Identification cover has corrosion due to water leakage. Distal end cap cover has a chip. Bending tube is deformed. Universal cord has coating peeling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.